Manufacturer narrative:
We could not obtain a complete catalog #, therefore, a baseline report cannot be filed. Eval summary: x-ray images show excessive distal bone removal, which placed the femoral component too far onto the bone leading to "patella baja". The femoral component did not fit the bone tightly as evident by the large anterior gap which likely contributed to the loosening. No prod was returned for eval. No lot# was provided; therefore, device history records could not abe reviewed.

Event description:
It is reported that approx 7 mos post-op, the pt experienced pain and swelling on the right knee. The device was revised approx 1 yr post-op due to aseptic femoral loosening. Implant and explant dates are unk.